Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate. The physician tried inflating and deflating with no success, therefore, an ipp replacement surgery was performed. After the procedure, a fluid leak was found as the pump and reservoir stayed flat, however the source of the fluid loss could not be identified. There were no patient complications.